Event description:
Customer states: while trying to control the cuff pressure instantly after intubation on pt by use of airway scope, a nurse discovered an air leakage occurred. The customer reported a young doctor who did not have the expertise in airway scope performed the intubation. No further details were provided.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis.